Event description:
The mother of a home peritoneal dialysis patient reported that the patient was crying and her belly was distended during a ccpd treatment. She drained the patient manually and was able to drain 500 ml. The patient's fill volume is 200 ml. There was no serious injury.